Manufacturer narrative:
A review of tickets was performed for reagent lot number 07501be00. The ticket search determined that there is normal complaint activity for the likely cause architect anti-hcv lot 07501be00. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 07501be00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. All specifications were met indicating that the lot is performing acceptably. A manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue based on the investigation no systemic issue or product deficiency was identified for the architect anti-hcv, lot number 07501be00.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37-37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed (B)(6) architect anti- hcv results on one patient. The results were provided: on (B)(6) 2020 initial anti-hcv result=(B)(6)/repeated=(B)(6)/repeated on another analyzer=(B)(6). This sample was repeated due to patient history on (B)(6) 2019 anti-hcv result was (B)(6). There was no reported impact to patient management.